Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt did not wake up one morning and their family found them dead in their bed. Paramedics were reportedly called to the house, but could not revive the pt. The pt's family member indicated that the cause of death was sudep (sudden unexplained death in epilepsy). The pt's family member indicated that the pt was doing remarkedly well with the vns therapy. The pt was receiving therapy at the time of death. Treating neurologist indicated that the pt experienced a >50% reduction in seizures with the vns therapy and that the vns therapy was not related to the cause of death.